Event description:
On 12/05/1997 a pt underwent both a diagnostic catheterization and ptca procedure with an angio-seal placement in the right groin. On 12/08/1997 the same pt underwent a ptca with angio-seal placement to the left groin. On 12/09/1997 the pt was discharged home. On the evening of 12/09/1997 following his discharge from the hosp, the pt noted blood saturation of his initial dressing in his left groin. He presented to the ER where the site was rebandaged and he was sent home. On 12/10/1997 the pt saw his cardiologist, who rehospitalized the pt and administered both a sandbag and pressure bandage which resulted in resolution of the oozing. However, the pt remained hospitalized until 12/13/1997 (pt believes the hosp staff was being cautious due to his being a hosp administrator). Follow-up six days later confirmed that both groins were completely healed and the pt remained without further sequelae.